Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (unable to power on) was confirmed. As received, the charger was resetting. Upon evaluation, there was liquid contamination on the battery board. The cause of the resets is the liquid contamination. The root cause is likely liquid ingress. No adverse event resulted from the contaminated battery board.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem was unable to power on.